Event description:
Boston scientific crm received information that this device was explanted and replaced with a competitor's device, due to an allegation of premature battery depletion.

Manufacturer narrative:
As of today, the explanted device has not been returned for analysis. The local area representative was contacted but no additional information was available.